Event description:
A peritoneal dialysis (pd) patient reported a message/alarm of fluid temp out of range occurred in step 5 of setup. The patient was not connected during incident. Cycler was not near a cool/heating source. Room was at room temperature. The fresenius technical support representative advised that a replacement cycler would be issued, and to discontinue using their current unit. Upon follow up, it was determined that the patient was able to receive the cycler replacement, and the old cycler has been picked up. The patient completed treatment on the day of the reported event and while waiting for the replacement. The patient has continued to complete treatments on the new cycler unit without issues. No patient adverse effects were experienced, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the a/c distribution board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed signs of physical damage due to heater tray discolored. There were visual indications of dried fluid within the cassette compartment. There were visual indication of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Heater test failed. Thermistors did not activate due to a short on f1 fuse on ac distribution board. Replaced ac distribution board for further testing. Heater test passed. Thermistors became functional with new ac distribution board. Removed functional ac distribution board at the end of the investigation. System air leak test passed. Pre-ast 15 mins 1000ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads..upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the ac distribution board.